Event description:
The information provided to sjm indicated a 19mm epic supra stented valve was implanted on (B)(6) 2011. The valve was explanted due to worsening symptoms and a high gradient of 45 mmhg on (B)(6) 2014. Leakage, stenosis and an aortic aneurysm were also reported. The size of the valve may have contributed to the event. A tear was observed on the valve near the non-coronary cusp. A 23mm magna ease was implanted and the patient was stable following the event.